Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that one third generation thyroid stimulating hormone (tsh) result for one patient sample was questioned by the physician(s). The customer requested an investigation of the immulite 2000 xpi and files. Siemens reviewed the information provided and did not find any instrument issues. The instrument files were reviewed, and there were no reagent level sense issues. However, the files indicate the sample probe level sensed on foam or bubble within the sample tube. The potential cause for the discordant result is due to pre-analytical factors or a sample issue. Siemens performed a follow-up and informed the customer to remove all bubbles and foam within the sample before placing the sample tubes on the immulite 2000 xpi instrument. The instrument is operating as specified. No further evaluation of the device was required.

Event description:
The customer informed siemens of a discordant third generation thyroid stimulating hormone (tsh) result obtained on the immulite 2000 xpi instrument. The customer noted that the result was reported and was questioned by the physician(s). It is unknown if the customer performed repeat testing to confirm the correct result or a corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant tsh result.